Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that the quick sets detached at the quick release due to which she experienced high blood glucose level. There was no activity leading up to the event. The site location was side of the thigh and the pump was located on the same side as the site location. The infusion had been in use for a couple of hours. The infusions were not exposed or stored incorrectly. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. No further information available.

Event description:
On 16-dec-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) stated that the visual inspection was within specifications, in the click test it was found that the connection between tubing connector and cannula does not make the click (the click-legs of tubing connector have damages (deformed). Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that the quick sets detached at the quick release due to which she experienced high blood glucose level. There was no activity leading up to the event. The site location was side of the thigh and the pump was located on the same side as the site location. The infusion had been in use for a couple of hours. The infusions were not exposed or stored incorrectly. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. No further information available.